Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room after receiving an inappropriate shock. Upon review, low out of range, high voltage lead impedance was observed on the right ventricular lead. Programming changes were made but the alert cannot be cleared, until a firmware download is performed. Firmware download was discussed. No further information was provided.

Event description:
New information states that the lead remains implanted. The patient was seen in the clinic and a dft test was performed with successful termination. Patient was in stable condition and was sent home the same day.